Manufacturer narrative:
(B)(4). Device sample - the hospital did not keep the actual device sample involved in the incident. However, the hospital reports that they will send representative sample for evaluation. The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the tube kinked during intubation. The pt's condition is reported as fine.